Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised. A 4x9 ps insert was exchanged for a 4x11 ts insert. Rep reported that no further information will be released by the hospital or surgeon.